Manufacturer narrative:
A visual examination of the returned resolution clip device noted that the control wire was removed from the coil and was kinked. It was found that the cross pin was detached from the slider. The slider cover was noticed to be broken and half of it was missing. It was observed that the over sheath assembly and clip assembly were not returned. The noted damages indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip grasped and locked onto tissue but would not release from the catheter to deploy. They tried to deploy the clip again by lifting it back, and the handle broke. A pin came off and the wire came out but the clip was still stuck and did not release from the catheter. They tried again to deploy the clip with the broken handle by pulling the wire out and "jiggling" it a little bit. The clip was now finally able to successfully release from the catheter and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip grasped and locked onto tissue but would not release from the catheter to deploy. They tried to deploy the clip again by lifting it back, and the handle broke. A pin came off and the wire came out but the clip was still stuck and did not release from the catheter. They tried again to deploy the clip with the broken handle by pulling the wire out and "jiggling" it a little bit. The clip was now finally able to successfully release from the catheter and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.